Event description:
According to the information received from the implant center, the patient hit the head in 2000, although the impact was not at the implant site. Shortly thereafter, the patient was diagnosed and treated for otitis media and recovered. In the next month, the patient stopped responding to sound. The patient also started exhibiting facial paralysis later in 2000. When evaluated at the implant center, the device functioned normally and an x-ray confirmed that the electrode array was in the cochlea. However, the exploratory surgery revealed that the infection had entered the cochlea and the device was explanted. The patient was reimplanted with another clarion device on the contralateral side.